Manufacturer narrative:
The beckman (bec) customer technical specialist (cts) assisted with the customer's reported issue. The cts performed troubleshooting, and no instrument malfunction was identified. The cts stated that all quality control results were within range. The (bec) application specialist contacted the customer and confirmed that the instrument is working in its validated state. The customer was also provided with training on the appropriate handling of flagged results. No repair work was performed. The bec medical director reviewed the available information and provided the following assessment: based on the information available, it could not be confirmed that the transfusions administered were unnecessary given the patient¿s medical history. The results generated r flags, which alerted the customer that the results required review; however, the operator released the results without performing a manual count to verify them. Per instruction for use (IFU) part number b26647, current rev beckman coulter recommends using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference intervals (h/l), action and critical limits, definitive, suspect and system messages, parameter codes, delta checks, decision rules, and system status and exception messages. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. System messages: a system message indicates an event occurrence that may affect the operation of the system or the quality of the results or requires operator intervention. Bec internal identifier -(B)(4).

Event description:
The customer reported that their dxh800 hematology instrument generated erroneously low platelet (plt) results for a patient with a malignant hematopathy (myelodysplasia). The initial plt result was approximately 10 g/l and when the patient under went tests in another laboratory the results was above 20g/l. The erroneous results were reported outside of the laboratory. Because of their pre-existing condition, the patient received transfusions based on the plt result. When the plt value is >20 g/l it does not lead to transfusion, when the results is 10 g/l, the patient is systematically transfused. The patient was systematically transfused based on the dxh800 results of approximately 10 g/l. The customer stated that this difference represents a significant clinical discrepancy. The patient received multiple transfusions; however, no adverse effects or clinical complications related to the transfusions were observed. The patient data provided by the customer shows that the results were flagged with 'r' flags that prompt the operator to review the results before releasiing them out of the laboratory. The flagged results were released without additional verification.